Event description:
Pt is a (B)(6) female, admitted (B)(6) 2011, who underwent bilateral total knee replacement on (B)(6) 2011, with bard hemovac medium 1/8fl pvc 400ml wound suctions applied bilateral knees. Physician's office showed possible retained drain fragment. Left knee arthroscope to be performed (B)(6) 2012, to remove retained object.